Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery cap and compartment had stripped threads. It was reported that the battery cap had not been replaced in seven to twelve months. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery compartment. The returned battery cap had damaged threads, and was unable to secure onto the returned pump and a test pump. The returned battery cap was unable to maintain an electrical connection with the pump. A power loss was duplicated with the returned battery cap, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.